Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and a21 error test. All operating currents were within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime/a33 test due to faulty fsr (gold). The occlusion test and excessive no delivery test were unable to be performed due to prime anomaly. The insulin pump had minor scratched display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip. Data analysis: (B)(6) 2016 daily insulin total = 31.975u. (B)(6) 2016 daily insulin total = 39.375u. (B)(6) 2016 daily insulin total = 34.575u. (B)(6) 2016 daily insulin total = 50.475u. (B)(6) 2016 daily insulin total = 46.575u. (B)(6) 2016 daily insulin total = 62.225u. (B)(6) 2016 daily insulin total = 26.350u.

Event description:
It was reported that the customer passed away at home on (B)(6) 2016. The cause of death was blood clot. The caller stated that the customer had fallen five days prior to passing and there was a spot on her leg. The caller went to wake the customer for her doctor's appointment and found the customer deceased. The caller stated that the insulin pump controlled the customer's diabetes and the device worked very well for the customer. The customer had kidney failure, had kidney transplant, had heart disease, and had a stent. The caller did not know the customer's blood glucose at the time of passing. The customer was wearing the insulin pump at the time of death. The customer did not use sensors. The caller agreed to return the insulin pump for analysis.